Event description:
It has been reported to philips that fs mode message was appeared on screen and system was shut down intermittently. No harm has been reported to philips. We are conservatively reporting this event as the investigation is ongoing. A follow up report will be submitted when further information is received.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) inspected the system remotely and confirmed that the system showed a message "system moving to fs mode" during shutting the machine. Rse advised customer to restart the system and boot to application screen. Also, the rse advised to check the system usb port if service dongle still inside and asked to observe the system functionality if there's any difference in their workflow. The customer stated that they did not have any issues. The system was working as per the manufacturers specification. Based on service history review, the issue did not reoccur. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. Based on the new information, this complaint is evaluated as not reportable. The codes were updated based on the investigation outcome.